Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported implant rupture. Subsequently, patient reported ¿...severe pain in the chest, many movement restrictions, various other symptoms and psychologically at the end, because I was already suffering from cancer and endured great fears¿, and ¿implant looks completely destroyed. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as surgical damage. No other observations observed, no further actions are required.

Event description:
Patient reported implant rupture diagnosed by CT scan. Subsequently, patient reported ¿...severe pain in the chest, many movement restrictions, various other symptoms and psychologically at the end, because I was already suffering from cancer and endured great fears¿, and ¿implant looks completely destroyed. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ chest pain: unable to observed as it is a medical event that is not related to the device. ¿ anxiety-product/procedure: unable to observed as it is a medical event that is not related to the device. ¿ cancer: unable to observed as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported implant rupture. Subsequently, patient reported ¿...severe pain in the chest, many movement restrictions, various other symptoms and psychologically at the end, because I was already suffering from cancer and endured great fears¿, and ¿implant looks completely destroyed. The device has been explanted. This relates to the right side.